Event description:
The son of a (B)(6) female pt contacted zoll customer support to report that the pt's battery charger showed "battery not charging" when her battery was replaced in the charger. The pt was issued a replacement charger/modem and battery pack.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not charge batteries) was confirmed. Upon eval, component u9 (single p-channel 30v, 0.014ohm mosfet), q5 (60v, 115ma surface mount transistor) and u14 (high wide current sense amp) were shorted on the bedside board. The cause of the inability to charge the batteries is the shorted components. The root cause of the shorted components could not be positively identified. Device eval of battery sn (B)(4) has been completed. As received battery was unable to charge or power on a monitor. Per review of flag files, the battery was ot being fully charged and used until the cells were drained. The root cause of the improper maintenance of the battery is unable to be positively identified but is likely due to the defective charger. No adverse event resulted from the effective charger/modem and battery pack. The pt received a replacement charger/modem and battery pack. (B)(4).